Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high pacing threshold measurements along with noise oversensing and low impedance measurements. It was noted that the lead was very adherent to the superior vena cava (svc) and occlusion crossed so the physician elected to leave the ra lead in place due to the risk of svc perforation. The lead was capped, buried sub-pectoral and replaced. No further patient complications have been reported as a result of this event.